Event description:
It was reported to philips that the device failed the "therapy delivery test" which was later confirmed as the device failed the defib test. There was no report of pt involvement.

Manufacturer narrative:
(B)(4).